Event description:
It was reported that a cartridge alarm 30 occurred, but there was no adverse impact on the customer's blood glucose level. The customer had experienced cartridge alarms with consecutive cartridges, which was confirmed by technical support. As a resolution, technical support decided to replace the pump and keep the case open to communicate further with the customer's parents regarding the pump replacement.